Event description:
Customer reports a fiber leak on reuse number 21 at the end of treatment noted by visible blood in the dialysis lines and confirmed with hemastix. Est. Blood loss was 200cc. The customer did not note any clotting or venous pressure alarms prior to having the fiber leak. Treatment was discontinued and not restart due to the pt being at the end of treatment when the fiber leak occurred. No pt injury or medical intervention reported.